Event description:
On august 10, 1998, co was informed that one of co's products may have been involved in an incident. At that time, it was determined that the event was not reportable. Upon receipt of additional info from the reporting facility, co's assessment of the reporting requirement changed and to comply with MDR regulations, co is now filing the following report. A skin level gastric feeding tube was placed in a one year old pt with a brain tumor and failure to thrive. Within one week after insertion of the MFR's device, the pt presented at the hosp with blood in the stool, anemia, gastric drainage, abdominal pain, and vomiting. Endoscopy confirmed an ulcer distal to the tip of the skin level device. The pt rec'd a blood transfusion. The MFR's device was removed and replaced with another MFR's gastrostomy tube. The pt was discharged to home care within two days post event.